Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. However, the insulin pump was monitored and functioning properly, no frozen screen noted. The insulin pump passed displacement test and self test. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The caller reported that the insulin pump was frozen on the home screen. The insulin pump did not respond when the buttons were pressed. The customer reverted to a backup plan. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.